Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. However, open clamps on unused supply lines is a known cause of this alarm. In ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 alarm (air in line). The patient was connected at the time of the alarm. This event occurred during dwell cycle three of peritoneal dialysis (pd) therapy. The patient stated that the clamp was left open on an unused supply line. The technical service representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.